Manufacturer narrative:
The reported events were lead dislodgement and diaphragm stimulation. As received, a complete lead was returned in one piece with all four tines intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient experienced thumping in the chest and diaphragmatic stimulation after the implant. The atrial lead was programmed off and noted be dislodged. The dislodgement was confirmed via x-ray. The atrial lead was explanted and replaced. Patient was stable.